Manufacturer narrative:
Follow up with customer on (B)(4) 2014 indicated that the customer changed the cartridge, infusion set, then went to the gym. Customer's blood glucose level improved to 172 mg/dl. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, the customer was using apidra insulin.